Event description:
It was reported the balloon failed to deflate. The 90% target lesion was located in the non-tortuous and mildly calcified peripheral artery. A5.0 mm x 100 mm x 135 cm (4f) sterling was advanced for dilation. During the procedure, the balloon was inflated at the nominal pressure of 6 atmospheres over several minutes. However, it was noted that the balloon would not fully deflate and would not come out of the sheath. When pulling negative on the inflator, the physician could hear air being sucked in. There was no visible hole in the balloon. The balloon was eventually removed in a partially inflated state. The procedure was completed with another sterling balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the sterling device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple stretching and multiple kinks along the shaft. The guidewire lumen is separated from the hub. Microscopic examination revealed no additional damages. No other issues were identified during the product analysis.

Event description:
It was reported the balloon failed to deflate. The 90% target lesion was located in the non-tortuous and mildly calcified peripheral artery. A5.0mmx100mmx135cm (4f) sterling was advanced for dilation. During the procedure, the balloon was inflated at the nominal pressure of 6 atmospheres over several minutes. However, it was noted that the balloon would not fully deflate and would not come out of the sheath. When pulling negative on the inflator, the physician could hear air being sucked in. There was no visible hole in the balloon. The balloon was eventually removed in a partially inflated state. The procedure was completed with another sterling balloon. There were no patient complications as a result of this event.